Manufacturer narrative:
A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unexpectedly shutdown and would not restart. The customer tried to restart the cs300 a few times, the on/off knob was in the on position and the fan and socket were working. When the customer tried to start the iabp again, the display was blinking and then stayed off. The iabp was not working anymore. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) alarmed and then unexpectedly shutdown and would not restart. The customer tried to restart the cs300 a few times, the on/off knob was in the on position and the fan and socket were working. When the customer tried to start the iabp again the display was blinking and then stayed off. The pump was not working anymore. No patient harm, serious injury or adverse event was reported. Cs300 turned off during therapy - not possible to restart it again. No harm to the patient was reported.

Manufacturer narrative:
The customer has not requested repair due to the end of life date of the intra-aortic balloon pump (iabp). The unit was not cleared for clinical use.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) alarmed and then unexpectedly shutdown and would not restart. The customer tried to restart the cs300 a few times, the on/off knob was in the on position and the fan and socket were working. When the customer tried to start the iabp again the display was blinking and then stayed off. The pump was not working anymore. No patient harm, serious injury or adverse event was reported. Cs300 turned off during therapy - not possible to restart it again. No harm to the patient was reported.